Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764; product ID: 9735785. H3, h6) no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when replacing computer for a different case, the clinical specialist (cs) was now receiving a no source signal message on the camera cart. Troubleshooting was performed, cs reported that when replacing computer, the main cart booted up as expected but now receiving a no source signal on the camera cart. Technical services (ts) and cs walked through the following: shut down and unplugged from wall power for a few minutes, powered back on, to no resolution. Cs mentioned he did not replace the new minidp/dp cable that was sent. Cs did that and when rebooted reported black monitor on main cart and no source on the camera cart. Ts had cs put original mini dp/dp cable back and main cart monitor displayed and no source signal on the camera cart. Checked self-test and all connections reporting connected. Checked connections on back of the computer, ups, router. All seemed correct. Swapped mini dp/dp cable from good s8 and main cart monitor was black and no source on the camera cart, put back the original cable. Swapped umbilical cord from ¿good¿ navigation system to bad navigation system, still no source signal. Swapped camera cart from ¿good¿ system to bad system, still no source signal. Reseated all connections on the main cart, when booting up after doing this, video displayed on the camera cart but graphics were blurry and text not complete. Ts had cs restart system and video no longer displayed and no source signal reappeared. Cs moved outlets, to no resolution. Cs swapped ethernet cable from pcoip to router with known working cable. Cs removed all connections from back of computer except (power, mini dp/dp, network cable for pcoip host cart to checkpoint) with no resolution. No patient was present.

Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. Hardware parts were replaced. Afterwards, the system was performing as intended. Codes b01, c13, and d02 are applicable. The 9735764 computer, lot 2544f04796 was returned for evaluation. Analysis found a computer failure, graphics card malfunction. The display port (dp)1 did not produce image to monitor, referring to complaint. The 3.5mm sound had a corrupt audio input. The computer was tested on dp2 and passed aspects of the burn-in testing with the exception of the 3.5 sound jacks. The 3.5mm sound jacks single board computer (sbc) (u17) component failures were a pch (platform controller hub). A malfunctioning pch can lead to a wide range of system issues, including loss of audio output, system hang during the boot process, and overall system instability. Codes b01, c13, and d02 are applicable. The 9735785 display port (dp) to mini-dp cable was returned for evaluation. No fault was found. Unable to duplicate the reported co mplaint. The dp to mini-dp cable successfully provided an image to the monitor on a known good test station. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.